Manufacturer narrative:
Records demonstrate that quality system procedures were correctly followed and the finished product met all quality release criteria and specifications were within allowable limits prior to release.

Event description:
Consumer reported upon removal an unspecified amount of tampons fell apart leaving pieces inside her vaginal cavity. She stated she began to experience a vaginal odor due to the tampon pieces being left inside her. She manually removed the tampon pieces. She did not seek medical attention and did not experience any adverse health effects.